Event description:
Device 1 of 3. Ref MFR report: 1627487-2013-17396 and 1627487-2013-17397. It was reported the patient wants her scs system explanted due to continued painful and ineffective stimulation after multiple reprogramming. It was also reported per the patient, she has lipomas which are progressing under her skin near the scs ipg pocket site. Follow up identified the patient is electing to have the system explanted due to health issue that are not related to the scs system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.